Manufacturer narrative:
Device evaluation: no product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation. A DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.

Event description:
It was reported the device displayed -no disposable- alarm, patient states that had several of these alarms this evening and is frustrated, would like a new pump. Pump settings reviewed, pump turned off, tubing clamped, attempted to instruct caller on removal of cassette. Caller states cassette is taped on and she was instructed not to remove it. Pump powered back on with no further alarm. Tubing unclamped and pump restarted. Caller voices much frustration with continued alarms overnight. She states that her clinic is not open on the weekends. Suggested to call clinic at 0800 to discuss this issue. Instructed to call back if alarm returns. She continues to state she needs a new pump and is frustrated. Reassurance provided that pump is running. No patient injury was reported.